Event description:
Philips received a complaint on the v60 ventilator indicating that ac and battery leds were intermittently flashing when the device was under load. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the battery was replaced, and the device still produced the same symptoms. The customer requested onsite service by a philips field service engineer (fse) to have the power management (pm) printed circuit board assembly (pcba) replaced. The fse went to the customer site and performed troubleshooting on the device. The fse could not duplicate the device issue that the customer was alleging but replaced the pm pcba as a preventative measure. The device then passed the performance verification test (pvt) and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.